Manufacturer narrative:
E1: (B)(6). A philips authorize bench facility verified that the device was damage from the fall and needed repairs. The bench replaced the mainboard and several other parts. Based on the information available and the testing conducted, the cause of the reported problem was a not replicated as the device fell. The reported problem was confirmed. The parts were replaced to address the device issue. The device was operational per specification and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue patient monitor mx400 indicating that due to the breaking of the corresponding itd holding arm, the monitor fell off the wall. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.